Manufacturer narrative:
Information related to the case was requested, however no information has been received.

Event description:
It was reported to gore that during carotid cases using gore-tex® suture, several sutures frayed. No patient harm was reported.

Manufacturer narrative:
The engineering evaluation stated: because the device was discarded at the hospital, it was not possible to perform a physical analysis of the device that would include images. Existing controls to prevent occurence of reported issue: 100% of devices undergo visual inspection at cut thread inspection and a tactile inspection prior to loading. If the requirements of these inspections were not met the product would have been rejected. Risk documents review: the suture hazards and harms analysis, design fmea, and process fmea already address the failure mode and hazardous situations resulting from frayed devices. Other tasks for the event: manufacturing records were reviewed and indicated that the reported lot met all pre-release specifications. Additionally, manufacturing records were reviewed for the associated cut thread lot and indicated that the lot met all pre-release specifications. No ncr or other quality objects were associated with the lot. Root cause: based on the investigation, the root cause of the frayed suture is not able to be determined.

Manufacturer narrative:
A1- patient identifier added.